Manufacturer narrative:
(B)(4). The exhalation valve was opened and cleaned. The inspiratory pneumatic was not connected properly. The tubing was reconnected and the ventilator is now working.

Event description:
It was reported that during set up, the ventilator was not ventilating properly. The tidal volume was not accurate according to the set parameter. There is no reported patient involvement associated with this event.